Event description:
The pt reported charging issues between the implant and the external equipment. A company rep performed device eval. The problem was confirmed. The pt will be implanted with a new boston scientific spinal cord stimulator.